Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that patient had their pump drained and refilled. Per the reporter when refill the hcp held the machine over the pump it said 6cc¿s were left but when the hcp drained it there were 9cc¿s. The patient thinks they may have a ¿defective pump.¿ the pump was used to deliver bupivacaine and dilaudid. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information received reported that the patient mentioned going in on 2014-(B)(6) for an increase or dose adjustment. It was later reported that the patient's concerns had not been resolved but she was working with her doctor as she did not understand why there was a volume discrepancy.